Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to consistently high out-of-range shock impedance measurements from 110-139 ohms. The cause of the observed out-of-range shock impedance measurements was not conclusively determined, however shock impedance trends were characterized by a gradual rise in measurements. The lead revision and subsequent defibrillation threshold (dft) testing was completed successfully. No additional adverse patient effects were reported.